Manufacturer narrative:
(B)(4) - although a temporal association between the liberty cycler and the event of pain with associated peritonitis exist, there is no documentation that shows a causal relationship between the event of abdominal pain and the subsequent diagnosis of peritonitis and the liberty cycler. Additionally, there is no allegation against any fresenius products and the event. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported experiencing pain and excessive fibrin. Patient thought that might have peritonitis. The patient's peritoneal dialysis registered nurse (pdrn) later stated that the patient effluent was reportedly cloudy and the patient also experienced nausea and vomiting. A culture test was performed on (B)(6) 2017. The patient was subsequently diagnosed with peritonitis (culture (B)(6) for (B)(6) lugdunensis). The cause of the peritonitis was unknown. The patient was prescribed 2gm vancomycin intraperitoneal and 1gm fortaz intraperitoneal on day one and 1gm fortaz intraperitoneal on day two, then 2gm vancomycin intraperitoneal every five days for 14 days. Additionally, a cream was prescribed to use around the exit site as protection. The patient was able to perform continuous cycling peritoneal dialysis treatments on the cycler and nausea and vomiting resolved.